Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose level exceeded 500 mg/dl, reaching "high" as per cgm readings. Customer addressed high blood glucose by administering a correction injection via mdi and resolved the issue by changing the infusion set and cartridge before resuming insulin delivery.